Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level ranged from 100-150 mg/dl. A cartridge change was performed in attempt to resolve the issue. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.